Manufacturer narrative:
The customer¿s complaint that the tubing set leaked at the silicone segment could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set leaked at the silicone segment during use. The customer has further stated that there is no information to be provided for this event, nor is the product available for investigational purposes.